Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump was exposed to moisture. The customer's blood glucose level at the time of incident was 223mg/dl. The customer states insulin leaked out of the reservoir. The customer states they could not get anything to work on the pump except the light. The customer states the pump was flickering, and had to reprogram. The customer states there was air bubble in reservoir. The customer states their blood glucose level rose to 500mg/dl. The customer states there was fluid under the lcd screen. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronics. The pump was received with moisture damage on the motor. The pump also had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.